Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received two shocks due to fast ventricular tachycardia (fvt) and had premature ventricular contractions (pvcs). It was also reported that the patient was syncopal prior to receiving the shocks. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.